Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing overstimulation down her hips and legs with on. Lead diagnostics were normal. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention were her entire scs system was removed.